Event description:
Caller reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller that the issue could occur due to a large variance in measured pressures affecting the calculation of remaining insulin. It was explained that once the insulin amount equates the static number shown, the fill estimate would resume normal countdown, which the caller understood and acknowledged. The customer continued using the current cartridge.